Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was seen via merlin .net transmission. The oversensing was also noted on stored egm. The device was reprogrammed. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.